Event description:
Cholecystectomy - "the clips did not close properly and they fell on the floor. Dr. (B)(6) collected all the clips from the floor, in total 10. The tm, (B)(6), was talking with the surgeon who said that for this surgery the first 2 clip applier did not work and also a third one with other lot number was not working properly. At the end they finished the surgery with a ligaclip." Patient status - "the patient is ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The device was actuated and engineering was able to confirm the customers' experience of scissoring. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.